Event description:
It was reported, a pocket revision was being done 2014 (B)(6) because they wanted to move the pump to a different area. It was further reported there were no symptoms related to the event and the pump was repositioned on 2014 (B)(6) because ,the patient did not like where it was located. The patient was receiving effective therapy. The pump was being used to deliver baclofen.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).